Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated and a loss of connection was found. However, the device operated within specification. An external visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.